Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2009 and mesh as implanted. The patient experienced chronic pain all over her body. She reported pain from the waist down, severe groin and spinal pain, pelvic pain and numbness in the legs. The patient was diagnosed with fibromyalgia and an auto immune disease. The mesh remains implanted. No additional information was provided.